Event description:
It was reported that during a hemorrhoidectomy procedure, the device fired malformed staples. The case was completed with sutures. There are no pt consequence.

Manufacturer narrative:
Date stent: 2/15/2008. D4: other = batch number. Eval summary: the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The mfg records were review and no anomalies were found during the mfg process.